Event description:
It was reported that 30 minutes into a perfusion run, blood leakage was observed at the gas outlet port of the device. The turn was completed with the device with no pt effect reported. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is currently undergoing investigation. An internal corrective action process has been initiated to determine the root cause and appropriate corrective action. A supplemental medwatch will be submitted when additional information becomes available.